Event description:
It was reported that the seat was not straight.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow tests. There were no visual anomalies found. The conditions of the complaint could not be duplicated by lab personnel. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.